Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2020-06242. The FDA registration number initially chosen was incorrect. Please use this report.

Event description:
The customer reported that the parameters are oscillating displaying saturation data not compatible with the clinical/hemodynamic stability of the patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.